Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to moisture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope displayed an error code 315 (scope error), when the customer turned the power off and put the device back in a colored sandstorm appeared on the screen. The issue was found during inspection for a diagnostic procedure. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was not confirmed, however the following findings were discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on bending section cover had a chip, the suction connector was dirty due to water leakage, the suction connector had a scratch, the nozzle had corrosion, the plastic distal end cover had a scratch, the objective lens had discoloration, the forceps elevator lever had a scratch, the flexibility adjustment ring had a scratch, there was a lack of image on the monitor due to dirt on objective lens, the switch box had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the scope cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.